Event description:
During a supraventricular tachycardia procedure, a delay was noted after multiple system errors displayed on the ensite x dws. After collection in navx and during pacing protocols, the ensite x dws froze and appeared with the warning "non-recoverable system failure" and they were kicked out of the case. They were unable to enter past cases or new cases, it would show an application error and return to the home pages. The ensite x dws was restarted using the restart button and error lines appeared. The ensite x dws was hard rebooted which allowed them to log in. However, another "non-recoverable system failure" error showed, and it kicked to the home page again. The ensite x dws was started twice more with no resolution of the issue. The ensite x dws was exchanged with one from another lab and the procedure was completed with no adverse patient health consequences.